Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman fxd curve access system (was) was used. Following transseptal puncture, a stiff amplatz wire was inserted with the pigtail catheter. The wire was advanced into the pigtail catheter. The pigtail catheter was poorly visualized on transesophageal echocardiography (tee). The pigtail catheter was then advanced into the laa with the was in the left atrium. The was was advanced with the wire beyond the pigtail catheter in position. The physician withdrew the pigtail catheter. The patient's blood pressure dropped significantly. On tee, fluid was seen around the laa and anterior of the heart. The was, wire, and pigtail catheter were removed from the patient. Protamine was given. The cardiothoracic (CT) surgeon and service was consulted. The vitals of the patient were stable without additional medication. The pericardial effusion was noted to be anterior and in a location that was not conducive to pericardiocentesis. Drops in blood pressure and cardiac mobility in the pericardial sac was noted. The patient was brought to the cardiovascular operating room (cvor). A pericardial window was performed, and a small amount of fluid was drained. The pericardial window was closed successfully. Following the procedure, the physician believed that the amplatz wire may have perforated the laa during the procedure. However, there were no signs of tearing or large perforations in the left atrium, nor signs of perforation from transseptal puncture. The patient was kept overnight and was discharged home one day post procedure.